Manufacturer narrative:
Investigation summary a device history review was conducted for lot number 9290990. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, a review of the manufacturing facility was conducted in response to the device submitted by your facility. Based on their review of the manufacturing records, our engineers were unable to locate any reference to opportunities to generate this type of non-conformance. Further evaluation of the retained samples for this lot did not reveal any additional occurrence of this issue. Based on the findings above our engineers were not able to associate the root cause with the manufacturing process.

Event description:
It was reported that bd prn adapter 0.1ml was damaged, but still operable. The following information was provided by the initial reporter: "the end user is an animal clinic. The customer reported as follows: we were using the product as usual but the adapter was damaged/broken while in use."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd prn adapter 0.1 ml was damaged, but still operable. The following information was provided by the initial reporter: "the end user is an animal clinic. The customer reported as follows: we were using the product as usual but the adapter was damaged/broken while in use."